Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to the procedure, upon interrogation, the right atrial (ra) lead exhibited high capture thresholds. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.